Event description:
It was reported that there was a pin hole in the catheter.

Manufacturer narrative:
One intact 8f x18cm silicone catheter was returned for evaluation. A visual examination of the catheter revealed two small holes directly opposite each other on the venous extension 0.2cm from the base of the silicone sleeve. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specifications. We are unable to determine the cause or factors which may have contributed to this event. The instructions for use contain the following precaution, "clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter."